Event description:
Healthcare professional reported a right side rupture confirmed via MRI and later reported "implant reportedly on recall, implant has been hardening for 3 months, irregular lobulate contour, reactive fluid surrounding the silicone and distending the capsule, small amount of debris present within this fluid, and hole, non-specific". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as fold flaw opening. Anxiety-product-procedure: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI and later reported "implant reportedly on recall, implant has been hardening for 3 months, irregular lobulate contour, reactive fluid surrounding the silicone and distending the capsule, small amount of debris present within this fluid, and hole, non-specific". Device has been explanted.